Event description:
It was reported that the patient presented in-clinic for a right atrial (ra) lead revision. It was noted that during an unrelated procedure in (B)(6) 2024, the ra lead was dislodged, which had caused failure to capture and low sensing post procedure. Prior to the revision, a chest x-ray was performed and confirmed micro-dislodgement. As a resolution the ra lead was explanted and replaced. The patient condition was stable.